Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of above 600 mg/dl and customer alleging possible under delivery. Customer¿s mom also said that there was a missing piece on the reservoir lip ring. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer's mom reported that auto mode feature was not active at time of high blood glucose event. Customer¿s mom said that the battery cap was loose. The customer was treated with manual injection. The insulin pump will be and reservoir will not returned for analysis.